Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge and received a minimum fill notification while the cartridge was filled with 300 units of insulin. The customer reloaded the cartridge to resolve the issue. Additionally, the battery was depleting quickly. Reportedly, the customer declined troubleshooting for this issue. Customer¿s blood glucose level was 400mg/dl.